Event description:
Technician found the hi-low drift while he was performing preventative maintenance on this bed and there were no reported injuries. Technician cleaned the hi-low brake and this resolved the hi-low drift.